Manufacturer narrative:
The evaluation began with a review of complaints received to-date to determine if other customers have experienced the issue of falsely elevated architect stat troponin-I assay results. The review of this data did identify an increase in complaint activity. As a result, a study was completed to evaluate assay performance. An internal troponin-I panel was tested with reagent lot 79248un12 (all of the materials utilized in this testing were stored and maintained in-house). The troponin-I panel is made from human plasma and is targeted to known troponin-I concentrations. The panel results were within specifications, demonstrating that the assay can accurately detect known concentrations of the troponin-I analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert (02k41) contains information to address the current customer issue. Based upon the available data and the results of the current evaluation a product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Event description:
The customer observed a falsely elevated architect stat troponin-I assay result for one patient of 0.716 ng/ml. The sample was serum. A new sample was drawn and tested approximately six hours later that tested at less than 0.01 ng/ml. The following day, a new sample generated a result of 0.036. An additional sample drawn approximately 11 hours later generated a result of less than 0.01 ng/ml. This customer uses a cut-off value of 0.028 ng/ml. Controls were within specifications. All four of these samples were retested and all generated results of less than 0.01 ng/ml. The patient's physician verified that the patient did not have a coronary infarct. No suspect results were reported from the lab. There is no impact to patient management reported.